Event description:
It was reported that the 9600 system mainframe shut down, but the work station remained operational. System was rebooted to restore operation. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. As a precautionary measure facility agreed to have the sram card in mainfram replaced. Sram was ordered and will be replaced. However, the system was tested and found to be working as intended and placed back into service.